Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2018-00536. The patient is implanted with two leads however the manufacturer is unable to determine which lead is liable thus both are reported. The patient reports she is no longer receiving effective therapy. The patient reports she has had several bad falls recently. X-rays were taken and showed one of the leads had migrated. Surgical intervention may be pending to address this issue.